Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify pump error's due to download anomaly. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage

Event description:
Customer reported via phone call that they experienced pump error and high blood glucose level. Customer's blood glucose value was 358 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump, self test was performed and test passed. Customer will return device for analysis.